Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a coyote es balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks just after the exit notch with the corewire separated and punctured through the outer shaft 2.5cm proximal of the exit notch. Microscopic examination revealed that the distal tip was damaged. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 21-apr-2015. It was reported that crossing difficulties were encountered. The 100% stenosed, chronic total occlusion target lesion was located in the moderately calcified and mildly tortuous superficial femoral artery. After a non-bsc guide wire crossed the lesion, a 4mm x 40mm x 146cm coyote¿ es balloon catheter advanced for dilatation. However, the device was failed to cross the lesion. The device was removed from the patient and the procedure was completed with 2.0x40mm coyote mr balloon catheter. No patient complications were reported and the patient status was good. However, returned device analysis revealed corewire separated and punctured outer shaft.